Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive on (B)(6) 2026 for 2 colony forming units (cfus) of streptococcus species. The device was retested on (B)(6) 2026, and tested positive for more than 80 cfus of klebsiella pneumoniae and stenotrophomonas species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.